Manufacturer narrative:
Itation: kevin mcmillen; louis dunphy, hiroshi nishikawa and andrew monaghan. "Experiences in managing arteriovenous malformation of the head and neck." Ttp//dx.doi.or/10.1016/j/bjoms.2016.03.020. The device will not be returned for evaluation as it was implanted in the patient. We are unable to definitively determine the cause of the reported event. While performing follow up for MDR 202914-2016-00652, specific patient information was provided regarding the events mentioned in the article. Therefore separate reports will be submitted for each patient. Mdrs related to this patient: 2029214-2016-00934 2029214-2016-00935 2029214-2016-00936 2029214-2016-00937 2029214-2016-00938 2029214-2016-00939.

Event description:
Medtronic received information that this patient experienced skin necrosis and associated infection. It was reported by the author that the volume of onyx used to ablate the avm was the primary source of the problem. The author indicated that following the embolisation the bulk of the onyx can naturally extrude - particularly through oral mucosa. Therefore this provides microbes a potential port of entry thus leading to the infections. The patient was treated for the infection and required multiple surgical procedures to reconstruct. It was further reported that over the course of the treatment the patient developed slow progressive loss of vision. The loss of vision was reported to be permanent and likely due to chronic ischemic changes following multiple treatments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.